Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing has decreased. She has fallen several times recently. Testing shows channels 1, 2, 4, 7 and 12 in status hi, the ground path impedance is not measureable.